Event description:
From product issue pi1-tjt3w0 : wcq received an e-mail from the ethicon risk manager team stating the following: it was reported that the patient underwent gynecological surgery on (B)(6) 2000 ans prolene mesh and an unk mesh were placed into the patient¿s body. It was reported that the patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Event description:
It was reported that the patient underwent gynecological procedure on (B)(6) 2000 and two meshes were implants. It was reported that the patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
It was reported that the patient underwent gynecological procedure on (B)(6) 2000 and two meshes were implants. It was reported that the patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.